Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead fractured. Therefore a revision procedure was performed. During the revision, difficulty was experienced when retracting this lead. Therefore, it was decided to extract the lead and sheath together. This resulted in this lead unraveling and the distal tip and coil remained lodged in the left subclavian vein. The remainder of the lead was removed and a new lead was implanted. No additional patient effects reported.